Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 1627487-2019-09708, 1627487-2019-09709. It was reported the patient had an MRI despite not having an MRI-compatible system. No issues were reported post MRI and patient stimulation resumed.